Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their device. It was reported that the customer lost their meter when they took it off during a low. The customer's blood glucose level was 42mg/dl. The customer states they treated with juice. The customer declined to troubleshoot.